Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found a broken off cannula with the broken part stuck on the introducer needle. Unable to confirm if customer received sensor damaged, due to customer returning sensor opened/used.

Event description:
The customer reported via phone call that the inserter did not release the sensor after the second button press. The customer also stated the needle hub was stuck in the inserter. Customer's blood glucose was 125 mg/dl. Troubleshooting was unable to release the needle hub/sensor from the inserter. The customer agreed to return the sensor for analysis.